Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample was received for analysis. Product code d10084 which is multistrand and requires eight strands per packet. Upon visual analysis of the returned sample revealed that the tip of the needle from slot #4 has excess silicone. In the remaining needles no anomalies or foreign matter was observed. Based on the information currently available, the excess silicone was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/21/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there patient consequences? If yes, please explain. Please provide the correct lot number. Are there any photos available? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy procedure on an unknown date and suture was used. During an open pancreaticoduodenectomy (pd), it was found that there had been a foreign matter in the sterilization package. It was a control release needle. The product was not used for the patient. Another product was used to complete the case. There were no adverse consequences to the patient.